Manufacturer narrative:
Batch review performed on 22 january 2019. Lot 180469: (B)(4) items manufactured and released on 25 may 2018 . Expiration date: 2023-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to a subluxed tibia 10 days after primary. The surgeon determined that a poly swap was needed due to the subluxed tibia. It is unclear at this time what caused the subluxed tibia. The 17 sc poly was removed and replaced with a 26 sc poly.